Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.